Event description:
The patient presented for generator replacement. She had significant contractures that tilted her head and chin down toward the left chest. The patient's contractures and neck angle made intubation very difficult and unsuccessful for the anesthesia staff. The patient began to desaturate and additional anesthesia and ent staff were called in. They thought they may need to do an emergency tracheotomy but did not end up doing this. The case was cancelled. No further relevant information has been received to date.